Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the small handle with quick coupling broke during fixing the radius fracture to the patient. When the surgeon was putting the final lag screw in, he applied a lot of force on it and the handle crumbled and broke inside of his hand. Several pieces like 5 or 6 were all retrieved to the patient. All of the fragments of the handle were removed from the patient and it only caused a one (1) minute surgical delay and procedure was completed successfully. Patient status is unknown. Concomitant device reported: unknown screws: lag (part# unknown, lot# unknown, quantity# 1). This report is for 1 handle with quick coupling, small. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the handle with quick coupling, small (p/n: 311.43.99, lot number: 4907418) was received at us cq. Upon visual inspection, it was noticed that the handle component is broken off. Device failure/defect identified: yes. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing defect. Document/ specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the handle with quick coupling, small (p/n: 311.43.99, lot number: 4907418) as the device was broken at the handle component. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 311.43.99, synthes lot number: 4907418, manufacturing site: synthes brandywine, release to warehouse date: dec 13, 2004. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.